Event description:
The report indicated a stent fracture was observed. There was no report of pt injury or consequential treatment.

Manufacturer narrative:
The device is not available for eval and testing. However, add'l info has been requested and will be submitted within 30 days upon receipt.